Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machine head was damaged, the reciprocation arm, e-ring, and needle bearing were corroded, the switch was stuck, the swivel was loose, the unit was out of calibration and the motor speed was unstable; however, the repair was not completed because a part was not available. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: the netherlands.

Event description:
It was reported that during maintenance the device had a damaged machined head, loose swivel, motor issue, corroded reciprocation arm and needle bearing. There was no patient involvement. During product evaluation it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.